Manufacturer narrative:
The event of a scheduled revision was reported to abbott. Imaging was done at the patient¿s trialing physicians office and did not show any issues despite the rep having issues with impedance. The surgery was just intended to bury the patients anchors deeper and flatter to decrease irritation. The patient¿s therapy was working well prior to surgery. There was a complication with the ipg. Although the device had been placed in surgery mode, a spark was seen when the physician when using cautery. The ipg lost communication but was able to be recovered. Nothing was explanted. Effective therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2023-04434. It was reported that the patient was experiencing irritation at the site of the scs lead anchor. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs lead anchor was buried deeper and flatter to address the issue. Additionally, during the mentioned revision the physician noted a spark and a loss of wireless connection to the ipg while cauterization was taking place. Troubleshooting was attempted during the procedure and the ipg was successfully reconnected. Therapy was restored post operatively.

Manufacturer narrative:
Section b3: event date is estimated.